Event description:
(B)(4) is the initial importer of the device which is a commode. (B)(4) became aware of the incident through attorney's letter. We are filing this report in an overabundance of caution. We will update this report as new information becomes available. The end-user was hospitalized at (B)(6) hospital where she was given a bedside commode to use. It reportedly collapsed. The fall aggravated pre-existing back issues.